Event description:
(B)(4). Started with extremely heavy monthly periods. Large half dollar sized clots. Lasting 4+days followed by 4-6 days of lighter period. I'd had the device implanted on (B)(6) 2006. These periods continued and still continue today. Along with this first symptom was painful sexual relations with my husband. This has also continued. I also began having dental problems and broken teeth. I have a constant metallic taste in my mouth. Along with these symptoms, I was dx with hashimotos hypothyroid in 2013 after suffering with symptoms for about 3 years prior to actual dx. My periods never went back to normal and every month I have stabbing pain that changes from let to right side from month to month. I have vertigo and tinnitus and have bouts of severe anxiety with palpitations.